Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 18538858 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the implant site. The physician looked at the implant site and everything checked out fine. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s incision pain was near the ipg site as well as the insertion site at the midline. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the implant site. The physician looked at the implant site and everything checked out fine. The patient will undergo an explant procedure.